Event description:
While wearing the external equipment, the patient reportedly experienced sound preception problems followed by no sound perception. In 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not longer functioning. Surgery to explant the patient's c1 device to be determined.